Manufacturer narrative:
User facility performs repairs and has evaluated stretcher; the codes provided reflect user facility report. Eval result: loctite.

Event description:
It was reported that during inspection of the unit, the locking system of the right siderail is too loose. No pt involvement or adverse consequences were reported.